Manufacturer narrative:
The surgeon considered the reasons of bone fracture are: technical error; since a-p distance is thick, it is hard to judge when he stop the impaction. Batch review performed on 04 april 2016. Lot 152218: 123 items manufactured and released on 16 july 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After the surgeon impacted amistem-h stem with an impactor, patient's femoral bone crack around greater trochanter was found on palpation. The surgeon repaired with soft wire. The surgeon was not able to confirm fracture line in the x-ray. Pieces and x-rays not available for investigation.

Manufacturer narrative:
On 08 june 2016 the r&d project manager performed an investigation and commented as follows: the broaches have the same dimensions of the stem, and must be inserted in the femoral canal until the end of the teeth is aligned with the level of cut. The stem is inserted till the level of the coating is corresponding to the femoral cut plane. The impaction do not have to be forced when the broach and/or stem is blocked in the diaphysis. With such information no conclusion can be drawn. On 10 june 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same date the report was sent to the initial reporter and the case was closed.